Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a proglide device with a 8f sheath after a percutaneous coronary intervention procedure. Reportedly, there was resistance during insertion, probably due to the calcification. In addition, ¿a cuff miss occurred.¿ another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.